Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced infection. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was concluded that infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced infection. Further information confirmed that the patient experienced systemic infection with tricuspid vegetation. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced infection. Further information confirmed that the patient experienced systemic infection with tricuspid vegetation. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.